Event description:
The complaint is classified based upon info the pt/layperson gave to the customer care advocate, cca, on may 11, 2008. The pt alleged that on eight days before at 3:00pm, her onetouch ultra meter prompted apply sample. The cca determined the pt's technique was incorrect and resolved the issue. The pt reportedly had experienced sweating after the issue began that required no self-treatment or medical intervention. Because the pt alleged having symptoms that can be associated with severe hypoglycemia after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.